Event description:
It was reported that an unexpected reset occurred. The customers blood glucose was 292 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.